Event description:
It was reported that post paced t-wave oversensing was observed post implant on an asymptomatic patient. The patient did not receive therapy. Reprogramming was performed however crosstalk was noted. Further reprogramming was done and device remains implanted.